Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device"), pelvic pain ("pain") and menorrhagia ("menorrhagia") in a female patient who had essure (batch no. C91765) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cholecystitis since (B)(6) 2016 and hypothyroidism since (B)(6) . In (B)(6) , the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (davinci assisted total laparoscopic hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, menorrhagia, vaginal haemorrhage, dyspareunia and abdominal pain lower outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain lower, device dislocation, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the need for additional surgery date(s) of insertion (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion; on an unknown date: total bilateral occlusion/malposition of essure. X-ray - in (B)(6) 2014: malposition of essure device. Concerning the injuries reported in this case, the following one was reported via medical record: malposition of essure device. Most recent follow-up information incorporated above includes: on 23-oct-2018: plaintiff fact sheet received. Lot number added. Date of insertion update from (B)(6) to (B)(6) 2014. Onset date of event pelvic pain, menorrhagia, vaginal haemorrhage, dyspareunia were update. Lab data, concomitant disease added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device dislocation ("malposition of essure device") and menorrhagia ("menorrhagia") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy), surgery (davinci assisted total laparoscopic hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved and the device dislocation, menorrhagia, vaginal haemorrhage, dyspareunia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, device dislocation, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the need for additional surgery date(s) of insertion (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion/malposition of essure. Concerning the injuries reported in this case, the following one was reported via medical record: malposition of essure device. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received: reporter information, patient details, other relevant history, lab data, product information and events- malposition of essure device, menorrhagia, abnormal bleeding (vaginal), dyspareunia (painful sexual intercourse), lower abdominal pain were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device"), pelvic pain ("pain") and menorrhagia ("menorrhagia") in a female patient who had essure (batch no: c91765) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cholecystitis since on (B)(6) 2016 and hypothyroidism since 2006. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)" and dyspareunia ("dyspareunia (painful sexual intercourse)". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (davinci assisted total laparoscopic hysterectomy with bilateral salpingectomy), surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, menorrhagia, vaginal haemorrhage, dyspareunia and abdominal pain lower outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain lower, device dislocation, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the need for additional surgery date(s) of insertion on (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2015: total bilateral occlusion; on an unknown date: total bilateral occlusion/malposition of essure. X-ray: on (B)(6) 2014: malposition of essure device. Concerning the injuries reported in this case, the following one was reported via medical record: malposition of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: the need for additional surgery. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.